Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how was the allergic reaction identified -what are the symptoms and signs that led the surgeon to believe there was an allergic reaction? The case went well. Then, 10-15 minutes later when patient in pacu the neck swelled and the patient was brought back into surgery and found swelling of tissue and surgicel had turned into gel mass. Doctor scraped and cleaned out. The doctor does not think there is anything wrong with the product. What other drugs/medications were used before and after the procedure, and how were those ruled out as causes of allergic reaction? Unknown other drugs/medications. However, doctor feels the only thing done differently than other cases was the application of surgicel powder. Why was the surgicel powder used during the initial procedure? Hemostasis. What are the patient¿s known allergies? Unknown. What is the lot number of product used? Unknown. What is the surgeon¿s etiology of the event? The doctor opines that allergic reaction was related to the surgicel. What was done to treat the allergic reaction? Scraped all remnants of surgicel powder out and irrigated it. Please confirm the symptoms of allergic reaction ¿ significant swelling.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2018 and absorbable hemostat device was used. The doctor applied the absorbable hemostat device to the patient, irrigated the powder and closed the patient. While in the recovery room, the patient developed swelling and had an allergic reaction to the absorbable hemostat device. The doctor reoperated on the patient and noticed the product had totally coagulated but had also turned into a gelatinous mass. The doctor had to scrape the mass to remove the mass from the patient. The additional procedure was a success and the patient was released. The doctor opines that allergic reaction was related to the absorbable hemostat device. Additional information was requested.